Event description:
Customer reported that the insulin pump was alarming motor error, squirting the insulin out during manual prime and the drive support cap is loose. Nothing further was reported.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test and the device alarmed motor error alarm during the basic occlusion test due to a protruded/loose drive support disk. Unable to perform the excessive no delivery test due to the motor error alarm. However, the motor was tested outside of the device and passed. A scratched lcd window, cracked case, cracked reservoir tube lip and missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.